Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was not extensive guidewire manipulation, the operator has extensive experience and has used hyper balloons many times. The guidewire that was used with the balloon was a compatible micro guidewire. During inflation the guidewire tip advanced 3cm out of the catheter tip. The physician did not shape the guidewire tip and the injection rate was slow. The balloon was flushed and guidewire was hydrated as indicated in the IFU. To deflate the balloon the method used was withdrawing the guidewire, and pulling negative on the syringe. After multiple inflations, the catheter and guidewire were removed and inspected, which was not visible to the naked eye, and no clot was identified. Blood also did not enter the catheter lumen. Contrast was not observed leaking during the inflation attempt and there were no kinks on the catheter during use. Causes and contributing factors do this event were not identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a minimally invasive neuro-interventional procedure, after implantation of an fd flow divert ER stent, the proximal end did not open adequately. The operator intended to use a hyperglide 4 - 15 balloon to dilate the stent. The balloon was tested and inflated ex vivo with no issues. However, after the balloon was positioned in place (entering the unopened proximal segment of the stent) and inflation was attempted, the balloon was found not to be visible under fluoroscopy. It was confirmed that a 50:50 mixture of contrast medium and normal saline was used; however, the balloon still did not opacify, and the stent did not expand adequately. After repeated attempts without success, the balloon had to be removed from the patient. The operator then used the guidewire and catheter to further massage the proximal end of the stent. The final result was not ideal but was considered acceptable, and the procedure was completed. No patient symptoms or further complications were reported as a result of this event.